Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the display dropped, that the electrocardiogram connector was loose, that there was a missing keyboard slide cover and a broken left keyboard hinge, rail covers, paper guide on the printer drawer and tab on the power cord bay door, that the system fan was noisy and that the feet on the lower case were worn. All found defective parts were replaced. Product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer had physical damage and it was further requested that it receive preventive maintenance and an upgrade. It was also reported that the radiofrequency programmer head returned along with the programmer had a false contact and the signal was interrupted. It was speculated that the issue was with the cable. Both the programmer and the radiofrequency programmer head were returned for service. No patient complications have been reported as a result of this event.